Manufacturer narrative:
The products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this crt-d and lead were explanted due to a system infection. No additional adverse patient effects were reported. The system was not replaced.